Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis. The product analysis is being closed based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this analysis task will be reopened and re-evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a flashing red light and a blank screen on the insulin pump after replacing the battery followed by a low battery alert. The pump showed physical damage, including a broken back part where the clip slides in. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, including advising the customer to check the battery type (aa energizer), inspect the battery cap and compartment for damage or corrosion, remove and reinsert the battery, and attempt a pump restart. When the issue persisted, the customer was instructed to discontinue pump use, place the pump in storage mode by removing the battery and pressing the back button until the screen turned off, and revert to a backup plan as per the healthcare provider's instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned.